Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("coiled wire is noted embedded in the myometrium") in a 39 year-old female patient who had essure inserted (lot no. 20179187) for permanent contraceptive tubal implant. The patient had a medical history of overweight, parity 3, multi gravida, painful periods, dysmenorrhea and pelvic pain. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy.). The reporter considered embedded device to be related to essure administration. The reporter commented: right = 10 & left = 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.162 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: findings: procedure: hysterosalpingogram (hsg) post essure microinsert placement. Both micro-inserts were visualized in the proximal fallopian tubes. The patient tolerated the procedure well without complications. Impression: no contrast seen beyond the bilateral fallopian tubes [pathology test] on (B)(6) 2015: final pathologic diagnosis a) fallopian tubes, bilateral, salpingectomy: - unremarkable fallopian tubes b) uterus, hysterectomy: - unremarkable cervix - benign secretory endometrium - unremarkable myometrium diagnosis / clinical impression: female pelvic pain, dysmenorrhea procedure : lah, bilateral salpingectomy. Specimen: a) bilateral fallopian tubes. B) uterus with cervix. Gross description: portion of metallic coiled wire is noted embedded in the myometrium of the right cornu. A 2.9 cm in length x less than 0.1 cm in diameter portion of metallic coiled wire is noted embedded in the myometrium of the left cornu. [Ultrasound pelvis] on (B)(6) 2014: history: patient with pelvic pain. Findings- adnexa: bilateral essure devices are visualized. Impression: normal pelvic ultrasound. Lot number: 20179187 manufacture date: 2009-10 expiration date: 2012-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. On (B)(6)2015, 1675 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required) via surgery (essure removal with hysterectomy - uterus removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("coiled wire is noted embedded in the myometrium") in a 39 year-old female patient who had essure inserted (lot no. 20179187) for permanent contraceptive tubal implant. The patient had a medical history of overweight, parity 3, multi gravida, painful periods, dysmenorrhea and pelvic pain. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2015. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (total laparoscopic hysterectomy bilateral salpingectomy). The reporter considered embedded device to be related to essure administration. The reporter commented: right: 10 and left: 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28.162 kg/sqm. [Hysterosalpingogram] on (B)(6) 2011: findings: procedure: hysterosalpingogram (hsg) post essure microinsert placement. Both micro-inserts were visualized in the proximal fallopian tubes. The patient tolerated the procedure well without complications. Impression: no contrast seen beyond the bilateral fallopian tubes. [Pathology test] on (B)(6) 2015: final pathologic diagnosis: fallopian tubes, bilateral, salpingectomy: unremarkable fallopian tubes. Uterus, hysterectomy: unremarkable cervix; benign secretory endometrium; unremarkable myometrium. Diagnosis/clinical impression: female pelvic pain, dysmenorrhea. Procedure: lah, bilateral salpingectomy. Specimen: bilateral fallopian tubes. Uterus with cervix. Gross description: portion of metallic coiled wire is noted embedded in the myometrium of the right cornu. A 2.9 cm in length x less than 0.1 cm in diameter portion of metallic coiled wire is noted embedded in the myometrium of the left cornu. [Ultrasound pelvis] on (B)(6) 2014: history: patient with pelvic pain. Findings- adnexa: bilateral essure devices are visualized. Impression: normal pelvic ultrasound. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: device embedded. The most recent follow-up information incorporated above includes data received on: 07-nov-2023: medical device removal was update to embedded device, reporters, medical history, lab data, patient information, indication, lot no., insertion and removal date. Non drug treatment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2015, 1675 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal with hysterectomy - uterus removal). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.